Manufacturer narrative:
Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. This is a combined initial and final report.

Event description:
It was reported that the user was re-implanted on (B)(6) 2021. No further information has been received despite requested.